Event description:
Pin hole in us999 was noticed after the instruments were presented to the sterile field. The field was then considered to be contaminated and instruments and supplies had to be re-done. Patient was asleep as surgeons and staff waited for the re-set up. Patient was not injured, surgery was prolonged 30 minutes.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.